Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as being belligerent. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unavailable at the time of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads and cracked reservoir tube lip. (B)(4).